Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the right atrial automatic threshold (raat) test, despite the output being 0.1 volts. Technical services (ts) reviewed the device data and observed what appeared to be capture on the presenting electrogram (egm). All system measurements were within normal limits, and no adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the right atrial automatic threshold (raat) test, despite the output being 0.1 volts. Technical services (ts) reviewed the device data and observed what appeared to be capture on the presenting electrogram (egm). All system measurements were within normal limits, and no adverse patient effects were reported. This ICD remains in service. Additional information was received that clarified that this ICD did not exhibit loc, and there is no evidence of a product issue. No adverse patient effects were reported. This ICD remains in service.